Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('residuals essure coils in each/residual coils that were left behind'), fallopian tube perforation ('coils had been eroding the fallopian tubes') and device expulsion ('the coil started to become pulled and much of the essure coil was in the intrauterine cavity') in a 35-year-old female patient who had essure (batch no. 740664) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult to place the implants". The patient's medical history included cerumen impaction. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included dysuria, nocturia, bloating, left lower quadrant pain, hearing loss, rash, dermatitis and hematuria. Concomitant products included fluoxetine hydrochloride (prozac), nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 6 months after insertion of essure. On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, depression, anxiety, nausea and weight increased outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, dyspareunia, fatigue, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2011: it was difficult to place the implants. Failed essure procedure. Discrepant information: essure confirmation test not done. At this point, it was felt that the coils were not in proper position and they try to remove the sheaths. As per mr: the coil has been strectched. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: result: 1. Small, non obstructive calcification right kidney, 2. Slight dilatation of the upper right ureter adjacent to prominent gonadal veins. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Pathology test - on (B)(6) 2013: result: specimen(s) received: a: right partial salpingectomy with essure coils, b: left partial salpingectomy with essure coils clinical diagnosis and history: acute pelvic pain. Ultrasound scan - on an unknown date: result: small 2-cm fluid collection over the area near her cesarean section scar and. Concerning the injuries reported in this case, the following one/ones were confirmed in patients medical record: pelvic pain, depression, urinary tract infection, abdominal pain and headache. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: outcome for previously reported events physical pain/pain, urinary tract infection and abdominal pain were updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('residuals essure coils in each/residual coils that were left behind'), fallopian tube perforation ('coils had been eroding the fallopian tubes') and device expulsion ('the coil started to become pulled and much of the essure coil was in the intrauterine cavity') in a 35-year-old female patient who had essure (batch no. 740664) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult to place the implants". The patient's medical history included cerumen impaction. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included dysuria, nocturia, bloating, left lower quadrant pain, hearing loss, rash, dermatitis and hematuria. Concomitant products included fluoxetine hydrochloride (prozac). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 6 months after insertion of essure. On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, urinary tract infection, depression, anxiety, nausea and weight increased outcome was unknown, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, fatigue and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on 15-feb-2011: it was difficult to place the implants. Failed essure procedure. Discrepant information: essure confirmation test not done. At this point, it was felt that the coils were not in proper position and they try to remove the sheaths. As per mr: the coil has been strectched. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Computerised tomogram abdomen - on 19-sep-2013: result: 1. Small, non obstructive calcification right kidney, 2. Slight dilatation of the upper right ureter adjacent to prominent gonadal veins.. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Pathology test - on 25-sep-2013: result: specimen(s) received: a: right partial salpingectomy with essure coils, b: left partial salpingectomy with essure coils clinical diagnosis and history: acute pelvic pain.. Ultrasound scan - on an unknown date: result: small 2-cm fluid collection over the area near her cesarean section scar and.. Concerning the injuries reported in this case, the following one/ones were confirmed in patients medical record: pelvic pain, depression, urinary tract infection, abdominal pain and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('residuals essure coils in each/residual coils that were left behind'), fallopian tube perforation ('coils had been eroding the fallopian tubes') and device expulsion ('the coil started to become pulled and much of the essure coil was in the intrauterine cavity') in a (B)(6)-year-old female patient who had essure (batch no. 740664) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult to place the implants". The patient's medical history included cerumen impaction. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included dysuria, nocturia, bloating, left lower quadrant pain, hearing loss, rash, dermatitis and hematuria. Concomitant products included fluoxetine hydrochloride (prozac). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 6 months after insertion of essure. On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, urinary tract infection, depression, anxiety, nausea and weight increased outcome was unknown, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, fatigue and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2011: it was difficult to place the implants. Failed essure procedure. Discrepant information: essure confirmation test not done. At this point, it was felt that the coils were not in proper position and they try to remove the sheaths. As per mr: the coil has been stretched. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: result: small, non obstructive calcification right kidney, slight dilatation of the upper right ureter adjacent to prominent gonadal veins. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Pathology test - on (B)(6) 2013: result: specimen(s) received: a: right partial salpingectomy with essure coils, b: left partial salpingectomy with essure coils clinical diagnosis and history: acute pelvic pain.. Ultrasound scan - on an unknown date: result: small 2-cm fluid collection over the area near her cesarean section scar and concerning the injuries reported in this case, the following one/ones were confirmed in patients medical record: pelvic pain, depression, urinary tract infection, abdominal pain and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs and mr received. Essure lot number, race, essure implant and explant date were added. Product indication updated. Following events were added: the coil started to become pulled and much of the essure coil was in the intrauterine cavity, coils had been eroding the fallopian tubes, residuals essure coils in each/residual coils that were left behind, abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: urinary tract infection, psychological or psychiatric problems condition: depression, mental anguish, migraines, headaches, nausea, dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain, abdominal pain and dysmenorrhea, difficult to place the implants. Event onset date were added. Event severity added for: abdominal pain. Event outcome added for: physical pain/pain, abdominal pain, headaches, dyspareunia (painful sexual intercourse), dysmenorrhea, fatigue, abnormal bleeding (vaginal) and menorrhagia. Medical history, lab data, concomitant and historical drugs were added. Reporters added. Incident. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.